Event description:
It was reported that right after the implant procedure, the patient exhibited signs of possible stroke. Computerized tomography scan was ordered and there was no stroke indicated. The physician believed that the patients symptoms were not device related.